Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the procedure involved an attempt to put the 3.0 x 18 mm xience in the proximal left anterior descending (lad). After successful negotiation of the guide wire and proper predilatation, the stent delivery system (sds) was inflated at the proximal lad accordingly. However, while inflating the xience, there occurred an incidence of edge dissection at the distal part of the stent. To cover and seal the dissection, a 2.75 x 15 mm xience was used. No additional event or pt info is available.